Manufacturer narrative:
Related voluntary medwatch: mw514245.

Event description:
It was reported that the lead was surgically abandoned due to lead displacement. No additional adverse patient effects were reported.